Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): d224drg implantable cardioverter defibrillator 2011-(B)(6); 6944-65 implantable tachy lead 2004-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular lead had a steadily rising impedance and the lead was noted to be fractured. The proximal coil was noted to be unwinding. The lead was laser extracted and replaced. During the laser extraction, the right atrial lead was damaged. The lead was laser extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.